Manufacturer narrative:
The device has not been returned for evaluation at this time. Without the subject product, we are unable to determine a root cause or probable root cause of the permafix device misfiring/failing to fixate. If/when the device is returned for evaluation, a supplemental MDR will be sent. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Lot qty. (B)(4) units. There have been no other complaints reported for this lot to date. Device not available for evaluation.

Event description:
It was reported that during a laparoscopic inguinal tapp procedure, the permafix failed to fire after the first fastener was deployed. The fastener that was deployed did not provide adequate fixation, however there were no broken, loose or proud fasteners in the body as a result of the problem. There was a prolongation of the case while the surgeon obtained another permafix device to complete the procedure. As reported, there was no injury or impact to the patient.